Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, arrhythmia alarms) was confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within ECG electrode and pierced the green (belt discharge) wire, causing the short. The root cause for the migrated wire has not yet been determined. Whether the issue is design-related or manufacturing-related is under investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing excessive "adjust belt" messages and arrhythmia alarms.